Event description:
Breast cancer reconstruction with textured implants - revision surgery 3x with same type of implant as suggested by dr. - has lead to pain restricted range of motion - fighting adhesions scar tissue - other related issued. FDA safety report ID# (B)(4).